Event description:
Surgical intervention to replace fractured finger joint implant. Original date of implantation was 2/10/97, explanted on 3/21/97.

Manufacturer narrative:
86) evaluation of additional data obtained.